Event description:
It was reported that the device would not power on. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Field technician stated issue of pwon - will not power on - device won't power on. Was confirmed. ¿ on (B)(6) 2025 unboxed and paperwork was received. ¿ confirmed report device won't power on. ¿ defective material from supplier. ¿ route the device to san diego repair center for normal processing. ¿ recommend bd san diego repair center to replace logic board part number tc10019805 rev 03. Sn:(B)(6). ¿ failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.